Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Following the malfunction alarm the customer stated the battery gauge was lower than expected. Reportedly, the pump had been alarming for hours due to the malfunction alarm as the alarm was not cleared by the customer. The battery depletion was unable to be confirmed as the customer declined to upload the pump data by review by tandem technical support. Customer reported blood glucose (bg) level was 389 (mg/dl). A manual injection was delivered to address bg level. It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery.